Event description:
Boston scientific received information that the field representative asked why this device's magnet rate, as checked about six months ago, was 100 pulses per minute and the longevity on the gas gauge was three and a half years, however, at the time of the call, interrogations showed magnet rate of 90 pulses per minute with one year longevity. In addition, after they have done threshold tests, it showed magnet rate of 100 pulses per minute and the longevity was two and a half years. Boston scientific technical services (ts) explained that it appeared to be toggling between longevity bins, however, the lead diagnostics were normal. Ts advised that most likely this device had one year left. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.